Event description:
Dealer states on (B)(4) that the joystick which was ordered on order (B)(4) dated (B)(6) 2012 has cracked by the strain relief where the cable comes directly out of the joystick. (B)(4).

Manufacturer narrative:
(B)(4). MDR has been initiated for this issue. The malfunction has not been confirmed.